Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that prior to a case, when attempting to push an exam to the navigation system, the system unexpectedly went to a black screen. The site performed a hard reboot of the system, and after the reboot, it was possible to access the exam and proceed as planned. There was no patient present when this issue was identified.